Event description:
Baxter received a report stating that customer was trying to lower the table trusystem 7000 u (dv) and it was not functional. Suddenly, the table dropped 5-6". The bed was located at the account and occurred during a case. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
During on-site investigation, field service technician found that the main lift drive and spindle were damage, bearings inside were falling out when removed. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Technician replaced the damage main lift drive and damage spindle to resolve the reported event. After the exchange of the drive motor the operating table was working as intended. Although there was no reported injury with this event, if the report of a trusystem 7000 (dv) having an uninteded movement during procedrue were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.